Manufacturer narrative:
Technical services discussed the possibility of air bubbles escaping (temporary body fluid infiltration through the sealplug) which will dissipate. The local representative was planning to continue monitoring. The available information suggests that the device remains in-service. The event will be reopened if additional information is received and/or the device is returned for analysis. Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6), 2017. The device was electively explanted and replaced due to normal battery depletion. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted that the header was firmly attached to the device casing. The device's header seal plugs were present and no holes were found. All of the set screws operated normally. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations that occurred back in 2008.

Event description:
Boston scientific crm received information that this local representative contacted technical services on (B)(4) 2008 to report that a device replacement procedure was just completed. In the recovery room, four missed beats (not sequential) were identified. The missed beats were identified as single extra sensed beats. The beats were identified as pvcs on the pace/sense rv channel resulting in pacing inhibition for one beat. The device's sensitivity was programmed to 0.6 mv. The sensitivity was changed to 0.8 mv and an occasional artifact on the pace/sense channel was identified. All lead diagnostic measurements were normal.